Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent valid altitude alarms while on flights. The customer's blood glucose level ranged from 140 to 300 mg/dl. The customer delivered a manual injection. Reportedly, the customer was able to clear the alarm and resume insulin delivery.